Event description:
It was reported that during an ipg upgrade procedure, it was discovered that the patients leads had been severed or frayed. The physician cut the leads with the intention of replacing the leads in the future. The leads remained implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 14379084.